Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, smoker, periodontal disease, complication in site preparation, inadequate bone quality/quantity, mobility.